Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported event. A kinked portion of tubing was removed and re-terminated to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported no suction through suction gauge assembly. There was no report of patient involvement.